Event description:
Consumer reports while giving injection in right arm, needle broke off and required "one day" surgery to remove. (ER). Two weeks later 2nd needle broke off in patient's left arm and this time required a short hospital stay.